Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced fistulisation near the extension cable. As a result, surgical intervention was undertaken (B)(6) 2022 where in the site was opened for surgical exploration and was cleaned. It is unknown which extension was involved.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: (B)(4), batch: 7995799.